Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: creases fold, red particles in the shell, opening extended on radius and overweight. A visual and microscopic analysis was performed which identified: opening and broken crease sharp on radius and posterior, missing shell, non-penetrating nicks and stress marks. Base on the device analysis the final assessment is: an opening and broken crease sharp on posterior and radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.